Event description:
A customer reported to beckman coulter, inc. (Bec) that a clenz leak was noticed under the needle on coulter lh 780 hematology analyzer. The customer could not locate the source of the leak. The customer was wearing ppe at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, and it is unknown if the customer has an exposure control plan at the facility. Although the customer was running patient samples at the time of the event, no patient results were affected. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The field service engineer (fse) observed two separate leaks from the center front of the instrument: probe wipe assembly and port 12 of the blood sampling valve (bsv) tubing. There were no connections between the leaks. The fse replaced the probe wipe block tubing and trimmed the bsv tubing. There was low control recovery with the hgb gain. The fse adjusted it by 1%. There was no impact to patient results. Fse performed a verification testing, and obtained satisfactory results. The root cause of the leak was the faulty probe wipe assembly and port 12 of the bsv tubing. Bec internal identifier for this complaint is (B)(4).